Event description:
Procedure type: vaginal vault suspension using intravaginal slingplasty, anterior colporrhaphy and posterior colporrhaphy using surgical mesh. According to the reporter: the pt underwent implantation of mesh products on (B)(6), 2005, the pt experienced bleeding, recurrent prolapse, pain, irritation and dyspareunia, she had revision surgery and removal of vaginal mesh graft on (B)(6), 2011. According to the operative note, the pts pre and post operative diagnosis was described as vaginal vault prolapse with symptomatic cystocele and rectocele.

Manufacturer narrative:
(B)(4).